Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples were received for evaluation. A complaint history check revealed no similar incidents for reported lot number 7027642. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
A grey substance was found on the tip of the 30ml bd syringe with bd luer-lok¿ tip.